Event description:
"A serious adverse event has been reported for patient (B)(6) at site (B)(6) within the tiger study. Description of event: aneurysm/pau rupture. Adverse event start date: 15-apr-2024. Was the adverse event serious? Yes. Related to procedure: undetermined. Related to device: undetermined. Anticipated/unanticipated event: unanticipated. Adverse event outcome: death". Patient outcome: "death."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2024-00146 and device 2 is being reported under MDR-2247858-2024-00147. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"A serious adverse event has been reported for patient (B)(6) at site (B)(6) within the tiger study. Description of event: aneurysm/pau rupture. Adverse event start date: (B)(6) 2024. Was the adverse event serious? Yes. Related to procedure: undetermined. Related to device: undetermined. Anticipated/unanticipated event: unanticipated. Adverse even outcome: death". Patient outcome: "death".

Manufacturer narrative:
The complaint was submitted under MDR 2247858-2024-00146 for device 1 and MDR MDR 2247858-2024-00147 for device 2. The medical device reporting determination (form-0181 rev. 10) was completed and signed on may 17, 2024. Additional information regarding a third device involvement was received on may 21, 2024. Therefore, it was not captured within the medical device reporting determination form used for reporting the initial mdrs of devices 1 and 2. Device 3 is now being reported under MDR 2247858-2024-00273. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom-made treo devices are not marketed in the us; however, they are similar to the treo abdominal stent graft delivery system approved for sale in the us (p190015). The event occurred in germany.